Event description:
It was reported that on a remote monitoring transmission sent due to patient having palpitations, the right ventricular (rv) lead was noted to have high threshold and was not capturing. The atrial lead p-waves were noted to be smaller than the programmer setting and oversensing was noted two stored episodes. Reprogramming was performed for the rv lead. It was later reported that the rv lead was also noted to have low r-wave sensing and acute lead dislodgement. The rv lead was capped and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, ipg, implanted: (B)(6) 2006. (B)(4).